Manufacturer narrative:
The event date is estimated. (B)(4). Approximate age of device ¿ 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had developed a pump pocket infection. In (B)(6) 2015, the patient underwent debridement and muscle flap reconstruction. Wound cultures taken on (B)(6) 2015 tested negative. The patient was treated with IV vancomycin, daptomycin and 6 weeks of ancef. Keflex was prescribed for suppression.

Manufacturer narrative:
The report of infection and its direct correlation to the device could not be determined through this evaluation. A wound culture taken on (B)(6) 2015 was reportedly negative and the infection had resolved. The instructions for use lists pump pocket infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.